Manufacturer narrative:
The medical center discarded the impella pump product in 2021. No investigation of it or hemolysis benchtop testing is possible. No root cause can be determined. The failure mode will be monitored and trended.

Event description:
The medical center in (B)(6) had an impella cp support along with ECMO in 2021. Later in (B)(6) 2022 the (B)(6) registry noted hemolysis, attributed to the use of impella, treated by the infusion of haptoglobin.